Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Attachment: user facility (voluntary and mandatory) medwatch report number (B)(4).

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A device not working as reported can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo a variety of cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Based on the reported information and the inspection criteria, a definitive cause for the reported device not working and the associated patient effects could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a product quality deficiency.

Event description:
User facility medwatch report received that states: after the procedure the device failed to work properly requiring the need for another device to be used.